Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-16992f serial/batch number (B)(6) was received for evaluation. Functional testing with a needle and a suture found that the instrument was working as intended. Visual inspection revealed that the shaft' tip was slightly bent. The most likely causes of the reported failure are misaligned insertion and prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic hip scope surgery the new instrument got bent, causing needle not to retrieve suture. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.